Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was checked and it was found that the x-ray was not exposing when pressing the foot switch or handswitch. It was noted that this was due to generator section malfunctioning on the generator board. There was no patient involved.

Manufacturer narrative:
H3: the system was serviced in the field. The power supply and generator supply were checked. Connection connectivity was also checked. It was found that the battery monitor board's j2 connection was loose. The connections were reset and the issue was resolved. No parts were replaced. Codes b01, c02, and d02 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000736, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.